Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the user taking doxycycline and the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care educated the user on how medications in the tetracycline class, including doxycycline, may impact eversense readings and acknowledged that the system should not be used for treatment decisions while taking this medication as referenced in the user guide. User was advised to continue their course of antibiotics and to reach out if the discrepancies persist after completion of the medication. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.